Event description:
It was reported that a spectrum pump had a system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter rec'd and evaluated the device. The reported system error 322 was confirmed through review of the event history log. It has been determined that the upper and lower auxiliary were the failing components which caused this error. The upper and lower auxiliary were replaced.